Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving no delivery alarms and motor error alarms after bolus attempts. The customer's blood glucose was 410 mg/dl at the time of call. He treated via manual insulin injection. Troubleshooting did not occur as the customer was currently at work. The customer also had a blood glucose of 450 mg/dl on saturday night. He rewound the insulin pump and was able to deliver insulin before connecting the device to his body; however, the device alarmed no delivery after he connected the insulin pump. No products were returned or replaced at this time.